Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lots 1902360 and 1902356, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was missing a scale marking before use. Lot#'s 1902360 and 1902356 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "1 syringe with missing scale marking"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1902360, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-26, medical device lot #: 1902356, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was missing a scale marking before use. Lot#'s 1902360 and 1902356 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "1 syringe with missing scale marking".